Manufacturer narrative:
Date of even is estimated

Event description:
It was reported that patient experienced wound dehiscence at the ipg pocket site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data: h6 - adverse event problem (refer to coding manual). The event of incision site opening up was reported to abbott. The patient experienced wound dehiscence at the ipg pocket site. The area was cleaned out and the physician kept the ipg and leads implanted. Patient had to cancel the appointment due to a medical emergency. As of now, no date has been rescheduled. No further intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.